Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her current implantable neurostimulator (ins) was moving closer to the surface and that the patient could feel the top of it. The patient was redirected to a healthcare provider to address the issue with the battery site and physician listings were sent. The indication for implant was post-laminectomy pain. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.